Event description:
It was reported that during a surgical procedure at the user facility the connection inside of the navlock was broken. A piece breaking of could result in inflammation or infection if the parts fall off the tools or accessories and land in the patient¿s wound and remain in the patient. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility the connection inside of the navlock was broken. A piece breaking of could result in inflammation or infection if the parts fall off the tools or accessories and land in the patient¿s wound and remain in the patient. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.